Manufacturer narrative:
The patient was born in 1986. Unique identifier (UDI): (B)(4). This event occurred in (B)(6). The sample was requested for investigation, however, the sample has been discarded by the customer.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for estradiol on a cobas 8000 e 602 module. The initial result from the e602 module was < 18.35 pmol/l with a data flag. This result was reported outside of the laboratory. The sample was repeated by the alinity method and the result was 1175.4 pmol/l. This result was believed to be correct. The sample was repeated again on the e602 module and the result was 1552 pmol/l. The e602 module serial number is (B)(4).

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. As qc was within expectation, a general reagent issue can be excluded. The investigation did not identify a product problem. As there is no sample material remaining for investigation, the cause of the event could not be determined.